Manufacturer narrative:
The device was returned to the resmed technical service center and an evaluation was performed. The evaluation determined that the device battery failure to discharge as intended was due to a faulty battery. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral battery failed to discharge as intended. There was no patient harm or injury reported for this incident.

Manufacturer narrative:
The device battery was returned to resmed for an extensive engineering investigation. The investigation determined that the device fault was due to an isolated component failure within the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).